Manufacturer narrative:
H10: of the 3 reported malfunctions, 2 were reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr's 2020394-2020-06398 and 2020394-2021-80403. H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for the perforation, tilt, detachment and migration. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the events indicated that model rf310f filter experienced migration of device, malposition of device, perforation, and detachment of device. The information was received from one source. The malfunction involved a patient with no reported patient injury. The female patient is 54 years old and weight was not provided.

Manufacturer narrative:
H10: of the three reported malfunctions, one was reassessed and was found to be serious injury. An emdr has been submitted under 2020394-2020-06398 to capture the events of that malfunction. H10: as the lot number for the two devices were not provided, a review of the lot histories could not be performed. Both samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4, h6(device: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the events indicated that model unknown g2 filter experienced migration of device, malposition of device, perforation, and detachment of device. These reports were received from various sources. Both malfunctions involved patients with no reported patient injury. The age, sex and weight of the patients were not provided.

Manufacturer narrative:
H10: of the three reported malfunctions, one was reassessed and was found to be serious injury. An emdr has been submitted under 2020394-2020-06398 to capture the events of that malfunction. H10: the lot number was provided for 1 out of 2 malfunctions; therefore, a lot history review is currently being performed. All the two devices were not returned to the manufacturer for evaluation; however, medical records was provided for one malfunction. For one malfunction, the investigation is inconclusive for perforation, detachment, migration and tilt. For the remaining one malfunction, the company is still investigating the issue at this time. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the events indicated that model rf310f filter experienced migration of device, malposition of device, perforation, and detachment of device. These reports were received from various sources. Both malfunctions involved patients with no reported patient injury. Of the reported patients, one female patient was 49 years old. The age and gender for the other patient was not provided and weight was not provided for both patients.

Manufacturer narrative:
As the lot number for the three devices were not provided, a review of the device history records could not be performed. All three samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model unknown g2 filter experienced migration of device, malposition of device, and detachment of device. These reports were received from various sources. Of the three events, all involved patients but none reported patient injury. For the three patients, age, sex, and weight were not provided. The unknown g2 filters were not returned, limiting investigation.